Event description:
It was reported that the patient presented with low pacing impedance on their right atrial lead. The lead was explanted and replaced on (B)(6). There were no patient consequences and the patient was in stable.